Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, this patient underwent a total aortic arch replacement with a vascular graft to repair a thoracic artic dissection. On (B)(6) 2008, a rupture of a thoracic aortic aneurysm and aortic dissection were repaired with a gore&#59412;tag&#59412;thoracic endoprosthesis (tg3415/06067600). The patient also underwent hematoma removal surgery. The procedure was concluded without any reported issues. Preoperative aneurysm diameter was unknown. On (B)(6) 2009, a second rupture of the thoracic aortic aneurysm was observed. On (B)(6) 2009, an additional gore&#59412;tag&#59412;thoracic endoprosthesis (tg3720/06469204) was implanted to repair the second rupture of the thoracic aortic aneurysm. On the same day, infection of the device was identified. The infection was treated with antibiotics. The aneurysm diameter measured 57 mm. On (B)(6) 2009, the patient expired. The cause of death was reported as the aneurysm rupture.

Manufacturer narrative:
The review of the sterilization paperwork verified that the lots met all pre-release specifications.